Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported, this (B)(6) female patient was involved in a company-sponsored, post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient started novasure. On the same day, the patient experienced pelvic pain and required "laparoscopic hysterectomy" and salpingectomy on (B)(6) 2018 with essure removal)".